Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (ICD), (B)(6) 2008; 418975c, implantable pacing lead, (B)(6) 2001; 6945 implantable tachy lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that the atrial lead encountered high thresholds, no capture and was deemed non-functioning. During attempt to remove the atrial lead, it fractured into two pieces and was partially removed. The rv lead became dislodged during the removal attempt. The atrial and rv were highly impacted and using leaser extraction were unable to be removed. While under anesthesia, the patient developed thrombosis. The physician not satisfied with the patient's condition implanted a single chamber implantable pulse generator (ipg) for back up. The patient was referred to another facility for lead and device extraction. Upon completion of extraction, the patient is rescheduled for a dual chamber system implant. No further patient complications have been reported as a result of this event.